Event description:
The customer reported bellavista1000 us shuts down. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log shows that there's no cfb seen. Ventilator passed circuit test and verification. Advised to send logs for further evaluation.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determine the exact root cause due to the issue is not reproducible. Vyaire medical follow up with rt for additional details of the reported issue but no update has been provided. The customer confirmed that the device passed circuit test and verification test.